Manufacturer narrative:
Lot number was not provided by customer. The investigation of thecomplaint was carried out considering the analysis of the informationgiven by the dentist in the guarantee form and visual conference of theproduct returned by the dentist.

Event description:
(B)(4)¿ the dentist reported that approximately 04 months after the dental implant was installed in intraoral region 24#, its non- osseointegration was observed. Moreover, immediate implant was performed and the patient presented bone type ii and 45n.cm of primary stability was achieved.